Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage and aneurysm, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported needle to cuff miss, suture separation, unintended system motion (knot) could not be determined. Based on the information reported through the research article, a conclusive cause for the reported needle to cuff miss, suture separation and unintended system motion (knot) could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of the procedure estimated as (B)(6) 2019, d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "comparative analysis of vascular closure devices for neuroendovascular procedures using perclose versus angioseal"

Event description:
This article compares the safety and efficacy of perclose with those of angioseal for neuroendovascular procedures while also examining the risk factors related to puncture-site complications. The article reports that 357 procedures were performed, with 124 of the procedures using the perclose device. Both perclose and non-abbott devices were used in the common femoral artery (cfa). Perclose devices used in the arterial sites, used sheath sizes ranging from 6 - 8fr. Nine perclose device failures were reported: "five cases of knot failure, three cases of thread loss due to poor needle insertion and one case of disconnection during traction in the final stage." Manual compression or a second device was used immediately after device failure. The following adverse events were mentioned to be related to the use of perclose devices: bleeding, manual compression, aneurysm, and additional closure device. The result of the study determined that the perclose device is a useful vessel closure device for treating neuroendovascular diseases. Specific patient information is documented as unknown. Details are listed in the attached article, "comparative analysis of vascular closure devices for neuroendovascular procedures using perclose vs angioseal."